Manufacturer narrative:
Device malfunction suspected, but did not cause or contribute to a death or serious injury.

Event description:
One of our country managers for france attended a vns reimplant surgery. It was reported that the vns pt was not feeling their vns stimulation anymore. Before surgery, the country manager performed a system diagnostic test and received high impedance dcdc 7. The surgeon changed the lead and the generator as he did not have any 102r available in the hospital. The pt had an increase in seizures since their high impedance was noted. It is unk if these were over their prevns seizure rate. No trauma was reported that could have explained the lead break. No x-rays were taken preoperatively. Manufacture is pending the explanted product being received for analysis.